Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17755508l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's reference number: (B)(4).

Event description:
The biosense webster failure analysis lab received a returned box with a used device on (B)(6) 2018. There was sender identity. However, on (B)(6) 2018 the sender responded that he was unable to clarify if there was an existing complaint file or any issue associated for this returned device. A search was also performed by the biosense webster complaints handling unit and we were also unable to identify a complaint associated with this product. Therefore, this complaint file was created for this extra product received. On (B)(6) 2018, the biosense failure analysis lab received the catheter and discovered that the peek housing was cracked at the transitional area approximately 1.6 cm from the distal tip. In addition, the catheter tip was bent because of the broken spring which refers to damage internal to the catheter. There was a scratch on clear pebax over the broken spring but the scratch did not appear to pierce the clear pebax. Internal parts were not exposed. These issues have been assessed as not reportable. The catheter integrity was maintained and no internal components were exposed to the patient. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. During additional assessment on (B)(4) 2018 by the biosense webster failure analysis lab, it was confirmed that the tip of the catheter was bent. It was also found that the pebax had an open hole, "force coil" can be observed cracked, and internal sensor wiring was damaged as well. The internal damage was previously assessed as not reportable. The new finding in the second visual inspection of the hole in the pebax has been assessed as a reportable issue. The awareness date is (B)(4) 2018.

Manufacturer narrative:
Investigation summary: the biosense webster failure analysis lab received a returned box with a used device on october 8, 2018. There was sender identity. However, on october 25, 2018 the sender responded that he was unable to clarify if there was an existing complaint file or any issue associated for this returned device. A search was also performed by the biosense webster complaints handling unit and we were also unable to identify a complaint associated with this product. Therefore, this complaint file was created for this extra product received to document the returned catheter condition. The device was visually inspected and the tip was found bent, the peek housing was found cracked and the spring inside the pebax was observed broken which did not appear to pierce the pebax. Then, during the second visual inspection the pebax was found damage with a hole. Then, a deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The root cause of the t bar slippage and the peek housing damage cannot be determined. However, an internal corrective action has been opened to investigate this issue. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).